Event description:
At the start of a laparoscopic sterilization procedure, the subject unit was used in order to insufflate the pt's abdomen. The intra-abdominal pressure did not go over 5mm hg even when the insufflator was set to the maximum flow of 18 l per min. The surgery was cancelled and the pt was discharged. The surgery was rescheduled for another time.